Event description:
It was reported that during a da vinci-assisted surgical procedure, the 0-degree endoscope plus exhibited a vision failure. The procedure was completed with no reported patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reported damage occurred outside of patient use, as the scope was not in use within the patient. There were no reports of fragments falling into the patient. No actions were required related to fragment retrieval, and there were no known post-surgical complications or hospital returns associated with retained material.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 0-degree endoscope plus was analyzed, and the findings did not replicate or confirm the customer reported event. The endoscope was visually inspected and found with cosmetic damage. During inspection of the endoscope cable integrated connector, the cable integrated connector housing exhibited discoloration. Visual inspection confirmed.the endoscope was visually inspected and found with damage to the button pack assembly. Visual inspection confirmed hairline crack(s) on l/r of the button pack assembly. The endoscope was visually inspected and found with mechanical damage the scope¿s distal tip. The endoscope was visually inspected and was found with damage at the distal end. The distal window located at distal tip was visually inspected and found cracked. The endoscope was visually inspected and damage was found at the distal end. The distal window located at the distal tip was visually inspected and found to have a broken or detached piece in a location that could fall into the patient. The root cause of the camera instrument: distal cracked window is usually attributed to the user, such as inadvertent collisions with hard surfaces or falling endoscope or caused by improper cleaning during reprocessing. Fa plus: the endoscope was tested and place on an in-house system for cable testing and failed due to wpb defect. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.